Event description:
It was reported that a pump had a constant "air in line" message when running packed red blood cells. The tubing was checked multiple times, with no evidence of air. This incident did occur while in use on a pt, however, no injury occurred. The pump was swapped for a new one, and the infusion was continued without any problems.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval confirmed the customer's report of false air-in-line alarms. The false alarm was caused by the upstream adc values dropping below spec. The root cause was determined to be the spacing being too wide between the upstream pusher and the upstream sensor crystals. This caused the upstream sensor signal to be reduced. The upstream sensor assembly was replaced.